Event description:
It was reported that the pt was admitted to the hosp with no pulses and a cold leg. On the event date following an angiogram, a popliteal interventional procedure was performed and a 6f angio-seal device was deployed with good pulses obtained. Although there were no difficulties experienced during the deployment of the angio-seal device, persistent oozing occurred and manual pressure was held for 30 minutes to achieve hemostasis. Approx three hours later, the pt lost pedal pulses which were confirmed by doppler. The pt was taken to surgery for a thrombectomy. During the surgery, a 1 1/2 inch portion of suture was removed from the vessel at the initial angio-seal device insertion site. It should be noted the tech who deployed the angio-seal device, indicated that the deployment was off label as the angio-seal device was deployed antigrade and at the bifurcation. The pt is reportedly in stable condition.